Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer reported that the malfunction had occurred at least three times previously. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.